Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer experienced a low readings issue while wearing an adc freestyle libre sensor. Customer received low readings ¿around 40 mg/dl" and experienced symptom of headache. On (B)(6) 2019, customer self-presented at the hospital to have her glucose tested and a reading of 170 mg/dl was obtained on the hcp device. Customer was diagnosed with hyperglycemia and injected with insulin (dose/type unknown) and given tylenol. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer experienced a low readings issue while wearing an adc freestyle libre sensor. Customer received low readings ¿around 40 mg/dl" and experienced symptom of headache. (B)(6)2019, customer self-presented at the hospital to have her glucose tested and a reading of 170 mg/dl was obtained on the hcp device. Customer was diagnosed with hyperglycemia and injected with insulin (dose/type unknown) and given tylenol. There was no report of death or permanent impairment associated with this event.